Event description:
It was reported by the registered nurse (rn) that the homechoice (hc) was not counting milliliters correctly during therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During device evaluation, the reported issue was neither confirmed nor duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. During the internal inspection, no problems were found and all of the connections appeared correct and secure. A short simulated patient therapy was completed successfully. All pressures were tested and found to be correct and stable. During evaluation, the reported issue could not be duplicated and no failures or malfunctions were identified that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.